Event description:
Procedure: lobectomy. According to the reporter: the instrument fired across the pulmonary artery completely and staples formed properly. Bleeding was reported as under 200cc. Tissue was resected to recover and the pt received a transfusion. Subsequent firings were successful. Pt: under-observation.